Manufacturer narrative:
The reported malfunction was observed during initial functional testing. However, during add'l testing to identify root cause, the malfunction could no longer be duplicated. The multi-function cable was replaced as a precaution.

Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk) the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.